Manufacturer narrative:
(B)(4). The device was received for evaluation, which is ongoing.

Event description:
It was reported that, during testing, a pulse oximeter display was missing segments. There was no patient involvement.